Event description:
It was reported that the patient had requested a revision of an inflatable penile prosthesis(ipp) due to thinning in the penis and inflation issues causing a lack in axial rigidity and a non-functional penis. The ipp was replaced on (B)(6) 2021.

Manufacturer narrative:
The following fields have been updated: event description explant date impact code component code the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
System components: reservoir, model: 72400152, lot sn: (B)(4).

Event description:
It was reported that the patient will have a revision of an inflatable penile prosthesis(ipp) due to thinning in the penis and inflation issues causing a lack in axial rigidity and a non-functional penis. A revision surgery is scheduled to take place on (B)(6) 2020.